Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked, but remained functional. Additionally, the pump touch screen was no longer as bright. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 106 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.